Event description:
Pt had same day surgery procedure for a "laparoscopic cholecystectomy." During surgical application of hemoclips with the "clip applier", the clips would not engage appropriately. Also engaged clip would fall out of clipper. No adverse effect or injury reported.